Event description:
Additional information was received noting that the explanted lead was discarded following surgery and is not available for product analysis. No other relevant information has been received to date.

Event description:
It was reported that the patient presented with high lead impedance two weeks after generator replacement surgery. The patient had high impedance during implant surgery on 9/4/2019 that resolved with pin reinsertion and irrigating the generator. Exploratory surgery was then performed on 09/18/2019 where pin re-insertion was attempted that still resulted in high lead impedance. The lead was replaced and not received by pa to date. A review of device history records was performed and revealed that the lead passed quality control inspection prior to distribution. The patient was referred for x-rays; however, the x-rays have not been received or reviewed to date by the manufacturer. No other relevant information has been received to date.